Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and wanted assistance to program the pump. Customer's blood glucose was 382 mg/dl at the time of incident. Customer indicated that their blood glucose was running high, but did not give a value other than the 382 mg/dl. Troubleshooting assisted customer with settings but did not have bolus information with her. Troubleshooting advised customer to follow up with their doctor regarding the proper programming for the bolus. And to call back if further assistance is needed. No further information was provided.